Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 500-600's mg/dl. Basal rates were increased, carbohydrates were decreased and correction boluses were delivered to address bg. Customer suspected the pump was not properly delivering insulin resulting in bg. A system check was performed and the pump performed as intended. Customer acknowledged pump was working properly. Recommendation was made to consult a healthcare provider regarding diabetes management.